Event description:
Consumer reported upon removal of a pessary; the string separated from it in one piece. She manually removed the pessary from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.